Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the impedance on the right ventricular (rv) lead gradually increased and became high. Reprogramming was performed. The patient right subclavian vein was found to be occluded. The lead was inactivated and a new left sided system was implanted. No further patient complications have been reported as a result of this event.